Event description:
It was reported that the customer' was in the emergency room due to high blood glucose of 475mg/dl. It was stated that the customer experienced vomiting and dizziness. The caller also mentioned that a month ago she blacked out and was in a car accident, but she did not recall any other information on the event. The customer mentioned that she removed the infusion set from her body and noticed that the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.